Event description:
A (B)(6), male, patient, called zoll customer support to report that his battery charger wasn't recognizing his batteries. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger not recognizing batteries) has been confirmed. Upon investigation corrosion was discovered on the battery board, which prevented the charger from recognizing inserted batteries. The root cause for the corrosion was ingress of an unidentified liquid. No adverse event resulted from the contaminated battery charger/modem. The patient received a replacement battery charger/modem.